Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two (2) bd pen ndl 32g 4mm needles were unable to deliver insulin/medication or difficult to operate (or not working/functioning). The following information was provided by the initial reporter : material no: 320122, batch no: 0260316. The consumer reported needle clogged during injection and stated that the pen will not depress. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary customer returned (2) lilly kwikpen insulin pen injectors. No bd pen needles were returned. Consumer reported needle clog during injection, stated that the pen will not depress. The returned pen injectors were examined, and it was observed that 1 exhibited a broken cannula in the septum. It could not be determined if this cannula belonged to a bd product. Since no bd pen needles were returned the alleged defect could not be confirmed. If bd samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that 2 bd pen ndl 32g 4mm needles were unable to deliver insulin/medication or difficult to operate (or not working/functioning). The following information was provided by the initial reporter : material no: 320122 batch no: 0260316. The consumer reported needle clogged during injection and stated that the pen will not depress. Date of event: unknown. Samples: available - sending mail kit.